Event description:
Complainant alleged that during patient (age and gender unknown) set up of the device and electrodes, the clinicians observed that the electrodes were missing the wire leads. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.